Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. (B)(4). The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be placed transduodenal to the biliary tract during a biliary drainage procedure performed on an unknown date. According to the complainant, during the procedure, the distal flange was deployed within the biliary tract and then moved out of its intended location and into the duodenum. Reportedly, the physician endoscopically visualized the biliary duct at the beginning of the procedure in order to choose the correct access point. The device was removed from the patient with the stent still partially deployed on the delivery system. The procedure was performed without a guidewire, which precluded the placement of a second stent. Reportedly, the patient underwent surgery following the procedure. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.